Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting tingling/shocking sensation in her left side of her face, hand and foot. Also, her gait had worsened. No falls or accidents reported. Patient said device was charging fine and the rep verified over the phone that her stimulation is on as normal and all her devices are functioning normally. The patient was going to be seen by 2020-dec-01 for more diagnostics. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting the impedance for contact 8 was excessively high, indicating a disconnect. Since this is the corresponding side, they concluded that this is the source of the tingling. They have changed the contact to 9 negative, which is unfortunately not controlling the patient's symptoms to the extent that they like to see. The patient will see neurosurgery for an exploration of the hardware. There were no more reports of the tingling.